Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown, it is unknown if the death was device related. No further details were provided. The patient also had another valve implanted.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. An operative report was requested, but none was provided due to medical records policy restrictions. A device history record review is currently in process. Device not returned.